Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level was 412 mg/dl. The customer was getting low on infusion sets because they would not fill or they would leak right after insertion. The customer noticed the incident because blood glucose was elevated and she felt the liquid on her shirt. The customer reported location of the leak was at the actual site. The customer¿s blood glucose level was 318 mg/dl and 346 mg/dl. The customer¿s high blood glucose was treated with pump and manual injection. The insulin pump will not be returned for analysis.